Event description:
Healthcare professional reported left side "3 mm cluster of cyst is present" (not device related) via ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe since it is not related to the device. Cyst-ndr: not applicable as the event is not related to the device. Rupture: no observed rupture on the device. Additional observations: crease fold, wear abrasion and deformation device observed on the device. Cloudy observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported the event of left side rupture. Later it was reported on an ultrasound documentation "left/lateral breast/chest wall inttermitent pain", "a 3 mm cluster of cyst is present" - not device related and "echogenic foci within the silicone". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.